Event description:
During the course of the tavr, the corevalve deployed in a sub-optimal position. While attempting to retrieve the corevalve into the delivery sheath for redeployment, the device would not come through the sheath. The delivery system was then being removed and it appeared that the nose cone had sheared off the distal end of the delivery system. Attempts were made to snare the nose cone were unsuccessful. It migrated and lodged into the right internal iliac artery. Repeat angiography revealed flow in the right internal iliac artery and the nosecone was left in place.